Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was explanted due to a motor stall that did not recover. It was noted that the patient had been hospitalized because of the risk of potential baclofen withdrawal, though no symptoms were reported. At the time of report, the patient was taking oral baclofen and there was no patient injury or adverse event. It was reported that there was no identified electromagnetic interference source involved in the event. The drug used in this system was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.